Event description:
It was reported, the patient had fallen (B)(6) 2011. Afterwards, the patient received inadequate coverage and unpleasant stimulation. An impedance check was performed and five invalid contacts were found. Reprogramming provided the patient with coverage in the needed areas. Auto reduction in the amplitude remained present after the patient was reprogrammed . No further action will take place at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.